Manufacturer narrative:
Article citation: pérez-torregrosa vt, olate-pérez á, cerdà-ibáñez m, gargallo-benedicto a, osorio-alayo v, barreiro-rego a, et al. "Combined phacoemulsification and xen45 surgery from a temporal approach and 2 incisions." Arch soc esp oftalmol. 2016;91:415¿421. The event of "it was necessary to relocate the implant due to short subconjunctival pathway" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: in order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Reported event of 6 eyes, side unknown, where "it was necessary to relocate the implant due to short subconjunctival pathway (under 2mm), by means of scleral approach with blunt tweezers" was noted in the article "combined phacoemulsification and xen45 surgery from a temporal approach and 2 incisions" published in the arch soc esp oftalmol. 2016;91:415¿421.